Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported a back flow alarm occurred about ten minutes after the clinical engineer clamped tube by forceps. A "back flow" error message was observed. As a result, an alternate device was employed. There were no reported adverse consequences to the patient.

Manufacturer narrative:
The subsidiary manufacturing engineering ctr (mec) could not duplicate the reported issue.